Event description:
During a lower anterior resection, the main body cracked when rotated the adjusting knob. The device needed more force to fire than usual, then could not fire normally. Another device was used to complete the case. There was no adverse consequence to the pt.